Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report a no delivery alarm and a motor error alarm. The customer's blood glucose level was unknown. The customer stated the alarm occurred during manual prime. The customer stated that the drive support cap was flush. The customer was unable to troubleshoot. Nothing was replaced or returned.